Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure. The explanted devices were discarded and will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6).